Event description:
Small screw at end of offset reamer has fallen out multiple times, difficult to tighten down, very small. Do not want to risk screw falling in acetabulum during reaming case type / application: tha 4.1.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available. H3 other text : device not returned.